Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. Customer assisted with self test and self test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly connected to the glucose sensor simulator. No sensor anomalies noted. No an error in the motor was detected by reading unexpected value from hall sensor noted. The motor was tested outside of device and passed.